Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The device delivered 10 shocks the night before. Two different programmers were used in an attempt to interrogate, but neither was successful. In addition, tones were not ellicted with magnet application. The device was explanted and a new device was implanted. The device was returned for analysis.